Manufacturer narrative:
Initial reporter email address: (B)(6). Device evaluation: visual analysis of the returned device identified, underweight, an opening, crease fold, and wear abrasion. A microscopic analysis was performed which identified, three crease sharp openings on radius and posterior, and a striated opening on anterior. Based on the device analysis the final assessment is: three crease sharp openings on radius and anterior assessed as fold flaw opening. A striated opening on anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and rupture. The device has been explanted.